Event description:
The customer alleged they received questionable results for multiple assays on their c501 analyzer. The customer stated they noticed abnormal ion selective electrode (ise) patient results. The customer ran quality control and it was out of range low. The customer calibrated and reran quality control and it was in range. The customer decided to run all their quality control and all were out of range low except for the ises. The customer changed the sample probe and ran quality control and it was still out of range. The customer then began repeating patient samples on their other c501 analyzer and determined they reported erroneous results. The customer provided data for 30 patients, of which 21 had discrepant results that were reported outside the laboratory. The units of measure for glucose were not provided. It is unknown if the customer was performing enzymatic creatinine or the jaffe creatinine method and the customer refused to provide any information on the method. The first patient, who was (B)(6) old, had an initial ise sodium result of 127 mmol/l. The repeat result was 137 mmol/l. The first patient's initial calcium result was 7.6 mg/dl. The repeat result was 9.7 mg/dl. The first patient's initial total protein (tp) result was 4.3 mg/dl. The repeat result was 6.2 mg/dl. The first patient's albumin gen. 2 (alb) result was 2.8 mg/dl. The repeat result was 4.0 mg/dl. The second patient, a (B)(6) male, had an initial glucose hk result of 62. The repeat result was 89. The second patient had an initial sodium result of 132 mmol/l. The repeat result was 139 mmol/l. The second patient had an initial calcium result of 7.8 mg/dl. The repeat result was 10.3 mg/dl. The second patient had an initial tp result of 5.1 mg/dl. The repeat result was 7.0 mg/dl. The third patient, a (B)(6) male, had an initial glucose result of 58. The repeat result was 79. The third patient had an initial sodium result of 132 mmol/l. The repeat result was 140 mmol/l. The third patient had an initial calcium result of 7.7 mg/dl. The repeat result was 9.8 mg/dl. The third patient had an initial tp result of 5.1 mg/dl. The repeat result was 7.0 mg/dl. The fourth patient, a (B)(6)female, had an initial glucose result of 66. The repeat result was 95. The fourth patient had an initial sodium result of 133 mmol/l. The repeat result was 143 mmol/l. The fourth patient had an initial calcium result of 7.4 mg/dl. The repeat result was 9.6 mg/dl. The fourth patient had an initial tp result of 4.9 mg/dl. The repeat result was 6.7 mg/dl. The fourth patient had an initial alb result of 2.9 mg/dl. The repeat result was 4.5 mg/dl. The fifth patient, a (B)(6) female, had an initial triglyceride (trig) result of 259 mg/dl. The repeat result was 346 mg/dl. The fifth patient had an initial glucose result of 71. The repeat result was 103. The fifth patient had an initial tp result of 5.3 mg/dl. The repeat result was 7.3 mg/dl. The sixth patient, a (B)(6) male, had an initial trig result of 300 mg/dl. The repeat result was 433 mg/dl. The sixth patient had an initial glucose result of 83. The repeat result was 124. The sixth patient had an initial sodium result of 130 mmol/l. The repeat result was 140 mmol/l. The sixth patient had an initial calcium result of 7.3 mg/dl. The repeat result was 9.7 mg/dl. The seventh patient, a (B)(6) female, had an initial glucose result of 75. The repeat result was 112. The seventh patient had an initial sodium result of 125 mmol/l. The repeat result was 136 mmol/l. The seventh patient had an initial calcium result of 7.0 mg/dl. The repeat result was 9.2 mg/dl. The seventh patient had an initial tp result of 5.0 mg/dl. The repeat result was 7.0 mg/dl. The seventh patient had an initial alb result of 2.6 mg/dl. The repeat result was 4.0 mg/dl. The eighth patient, a (B)(6) male, had an initial glucose result of 75. The repeat result was 110. The eighth patient had an initial sodium result of 131 mmol/l. The repeat result was 140 mmol/l. The eighth patient had an initial calcium result of 7.2 mg/dl. The repeat result was 9.2 mg/dl. The eighth patient had an initial tp result of 5.2 mg/dl. The repeat result was 7.3 mg/dl. The ninth patient, a (B)(6) male, had an initial glucose result of 122. The repeat result was 176. The ninth patient had an initial sodium result of 132 mmol/l. The repeat result was 139 mmol/l. The ninth patient had an initial calcium result of 7.4 mg/dl. The repeat result was 9.6 mg/dl. The ninth patient had an initial tp result of 4.8 mg/dl. The repeat result was 6.3 mg/dl. The tenth patient, a (B)(6) female, had an initial glucose result of 67. The repeat result was 96. The tenth patient had an initial sodium result of 132 mmol/l. The repeat result was 141. The tenth patient had an initial creatinine result of 0.9 mg/dl. The repeat result was 1.1 mg/dl. The tenth patient had an initial calcium result of 7.7 mg/dl. The repeat result was 9.9 mg/dl. The eleventh patient, a (B)(6) female, had an initial glucose result of 173. The repeat result was 262. The eleventh patient had an initial calcium result of 7.6 mg/dl. The repeat result was 10.0 mg/dl. The twelfth patient, a (B)(6) female, had an initial total bilirubin result of 0.9 mg/dl. The repeat result was 1.2 mg/dl. The thirteenth patient, a (B)(6) female, had an initial glucose result of 65. The repeat result was 92. The thirteenth patient had an initial sodium result of 130 mmol/l. The repeat result was 139 mmol/l. The thirteenth patient had an initial tp result of 5.8 mg/dl. The repeat result was 7.9 mg/dl. The thirteenth patient had an initial total bilirubin result of 0.9 mg/dl. The repeat result was 1.3 mg/dl. The fourteenth patient, a (B)(6) female, had an initial glucose result of 56. The repeat result was 76. The fourteenth patient had an initial sodium result of 132 mmol/l. The repeat result was 141 mmol/l. The fourteenth patient had an initial creatinine result of 0.8 mg/dl. The repeat result was 1.0 mg/dl. The fourteenth patient had an initial calcium result of 7.3 mg/dl. The repeat result was 9.6 mg/dl. The fourteenth patient had an initial tp result of 5.1 mg/dl. The repeat result was 7.2 mg/dl. The fifteenth patient, a (B)(6) female, had an initial glucose result of 66. The repeat result was 95. The fifteenth patient had an initial sodium result of 132 mmol/l. The repeat result was 139. The fifteenth patient had an initial calcium result of 7.4 mg/dl. The repeat result was 9.5 mg/dl. The fifteenth patient had an initial tp result of 5.0 mg/dl. The repeat result was 6.9 mg/dl. The sixteenth patient, a (B)(6) female, had an initial glucose result of 76. The repeat result was 110. The sixteenth patient had an initial sodium result of 129 mmol/l. The repeat result was 137 mmol/l. The sixteenth patient had an initial calcium result of 7.0 mg/dl. The repeat result was 8.9 mg/dl. The sixteenth patient had an initial tp result of 5.1 mg/dl. The repeat result was 7.1 mg/dl. The sixteenth patient had an initial albumin result of 2.8 mg/dl. The repeat result was 4.3 mg/dl. The seventeenth patient, a (B)(6) female, had an initial glucose result of 86. The repeat result was 119. The seventeenth patient had an initial sodium result of 133 mmol/l. The repeat result was 141 mmol/l. The seventeenth patient had an initial creatinine result of 0.8 mg/dl. The repeat result was 1.0 mg/dl. The seventeenth patient had an initial calcium result of 7.0 mg/dl. The repeat result was 9.0 mg/dl. The eighteenth patient, a (B)(6) male, had an initial glucose result of 102. The repeat result was 150. The eighteenth patient had an initial sodium result of 132 mmol/l. The repeat result was 141 mmol/l. The eighteenth patient had an initial calcium result of 7.0 mg/dl. The repeat result was 9.1 mg/dl. The nineteenth patient, a (B)(6) male, had an initial glucose result of 70. The repeat result was 97. The nineteenth patient had an initial sodium result of 129 mmol/l. The repeat result was 138 mmol/l. The nineteenth patient had an initial tp result of 4.7 mg/dl. The repeat result was 6.4 mg/dl. The twentieth patient, a (B)(6) female, had an initial glucose result of 61. The repeat result was 90. The twentieth patient had an initial sodium result of 129 mmol/l. The repeat result was 136 mmol/l. The twentieth patient had an initial calcium result of 7.5 mg/dl. The repeat result was 9.5 mg/dl. The twentieth patient had an initial tp result of 5.0 mg/dl. The repeat result was 7.1 mg/dl. The twenty first patient, a (B)(6) female, had an initial glucose result of 64. The repeat result was 94. The twenty first patient had an initial sodium result of 129 mmol/l. The repeat result was 139 mmol/l. The twenty first patient had an initial calcium result of 6.5 mg/dl. The repeat result was 8.3 mg/dl. The customer received no complaints from any of the doctors indicating that there were any patient related issues. It was unknown if there were any adverse events. The sodium and potassium electrode lot numbers and expiration dates were not provided. The glucose, calcium, tp, creatinine, trig, ast, alt, total bilirubin and alb reagent lot numbers and expiration dates were not provided. The field service representative found that the sample syringe adjustment screw was missing. He replaced and adjusted the sample screw. Calibrations and quality control were within the customer's expected ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.